Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in 2021, reported as "last couple of months". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown quantity of minicaps had inadequate iodine; further described as having ¿no iodine in the sponge¿ and the ¿sponge to be very dark, not yellow¿. There was no noticeable damage to the packages. This was observed before use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.